Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. This report is for the first web.

Event description:
As reported: embolization of a ruptured acom aneurysm. Device could not be detached with two different wdc's and many push and pull maneuver with the microcatheter. Device was retrieved. Twenty-six minutes after implantation, per the physician, there were possible embolic lesions due to late removal of the device (clot visible in the mesh) and possible sah until re-implantation of the next web. The clot in the mesh was observed both inside and outside of the patient. Another web 5-5-3 was implanted (again sticky detachment). Patient is stable. Operation note was requested but not received.

Event description:
As reported: embolization of a ruptured acom aneurysm. Device could not be detached with two different wdc's and many push and pull maneuver with the microcatheter. Device was retrieved. Twenty-six minutes after implantation, per the physician, there were possible embolic lesions due to late removal of the device (clot visible in the mesh) and possible sah until re-implantation of the next web. The clot in the mesh was observed both inside and outside of the patient. Another web 5-5-3 was implanted (again difficult detachment). (MFR # 2032493-2025-00230). Patient is stable. Operation note was requested but not received.

Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube bent at the proximal section, and the proximal connector bent at the brown lead wire joint. The unit did not pass continuity and resistance testing. The implant was unable to detach during functional testing, which is consistent with the alleged product issue. The damage to the proximal connector may have caused or contributed to the reported detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The "report type" in section b has been corrected.